Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states his rep alleges the tilt is out of alignment and the frame is bent.